Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced discomfort in the penis and expressed that the device rigidity was weak. Through imaging, it appeared that air was contained in the cylinders. A surgical procedure was performed, air in the cylinders was not confirmed during surgery and the device could be deflated and inflated. The entire ipp was removed and replaced with an ambicor penile prosthesis. No patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Event date was estimated as first day of month that preceded replacement.